Event description:
Customer's mother reported receiving a battery out limit on the insulin pump after a reservoir change. Blood glucose level was 500 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms were noted. No traces of moisture were found at the electronic, motor, or keypad assemblies per the visual inspection. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.